Event description:
It was reported that a disconnection at the catheter connector pin occurred. The patient experienced a headache, pain, seroma, underdose symptoms and less than 50% therapy relief. The existing collet was removed and replaced on the existing catheter. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver infumorph. Additional information, including patient outcome, diagnostics or troubleshooting performed, and the cause of the event, was not reported. Additional follow-up to obtain this information is being conducted.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a catheter/delivery failure resulting in injuries of withdrawal and overdose. The event was continuous in nature.

Event description:
Additional information reported that the issue was discovered during surgery. It was unknown why the patient was having surgery. The surgery was on (B)(6) 2014. The cause of the issue is unknown, no additional action had to be taken, and the patient is doing fine at this time. No further information was available.